Event description:
A report was received that the patient's leads had high impedances. The patient underwent an explant procedure. During product analysis, it was discovered that the cables were broken.

Manufacturer narrative:
Sc-2158-70, sn (B)(4): the complaint has been confirmed. X-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead from the distal end. The broken cables resulted in the reported complaint of high impedance. Additionally, visual inspection revealed that the lead was cleanly cut from the distal end. This is a result of a typical explant procedure and is not considered a failure. Sc-2158-70, sn (B)(4): the complaint has been confirmed. X-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead from the distal end. The broken cables resulted in the reported complaint of high impedance. Additionally, visual inspection revealed that the lead was cleanly cut from the distal end. This is a result of a typical explant procedure and is not considered a failure. Sc-1110-02, sn (B)(4): the complaint of high impedance was not confirmed as various test leads were inserted in both ports. All impedance readings were within normal range. High impedance readings could not be duplicated in the lab. The device exhibited normal device characteristics. Device evaluation indicated that the lead passed electrical and performance tests performed.